Event description:
The customer indicated that a (B)(6) architect hbsag qualitative ii result of (B)(6) was generated on a patient that was (B)(6) with (B)(6). The customer stated the issue was due to mutant 127l. Other marker results were: (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 2g22 that has similar products distributed in the u.s., list numbers 1l80 and 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Clinical sensitivity testing was performed for the likely cause lot 15623lf00. The reagent lot was assessed by testing one replicate of each level of two commercially available seroconversion panels (phm927 and phm929). Reagent lot 15623lf00 detected the same first reactive bleed of the seroconversion panel as historical data and the panel manufacturer's data. From this assessment it is concluded that the architect hbsag qualitative ii reagent lot 15623lf00 is performing acceptably with regard to clinical sensitivity. A customer return patient sample was tested per the assay package insert procedure with the architect hbsag qualitative ii assay. Testing was carried out with lot 16462lf00 because lot 15623lf00 had expired upon arrival of the patient sample. A (B)(6) architect hbsag qualitative ii result was generated for the sample. Additional reference testing was performed with a representative lot of the architect hbsag qualitative (list 1p97) assay and a (B)(6) result was obtained. Thus the observation of a (B)(6) result using the architect hbsag qualitative ii assay was replicated. Although the in-house patient sample return test results confirm the customer issue, seroconversion panel testing shows that the product is performing acceptably, indicating a sample specific cause in relation to the architect hbsag screening assays. Given the above results and the other (B)(6) marker results generated at the customer laboratory it is concluded that this sample's (B)(6) result was (B)(6). A review of the manufacturing and testing records for lot 15623lf00 was performed. This review did not reveal any events or issues that may have impacted the performance of the above lot number in relation to this complaint issue. Customer complaint data was reviewed and no adverse trends were identified. The architect hbsag qualitative ii reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency/malfunction.